Manufacturer narrative:
It is unknown if the device involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during this initial procedure there was difficulty probing with a standard curved wire, then the physician exchanged to a stiff (non-endologix) wire via a pigtail catheter to insert the alto aortic body which was positioned under x-ray. When deployment of the anchor stents was initiated the proximal crown did not deploy. The physician elected to perform a laparotomy and when the aorta was opened, the wire was found to have punctured the aortic wall above the renal arteries. The lower part of the alto aortic body hung in the aorta and the crown anchored in the aortic wall. The physician stated that this event was not related to alto device because the delivery system just followed the path of the misplaced wire. The alto aortic body was explanted and a conventional "y" shaped (non-endologix) prosthesis was sew in. The patient is currently being monitored in intensive care and is on the way to recovery.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the inability to deploy the aortic body and aortic perforation by the guidewire are unconfirmed. The surgical conversion is confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as currently being monitored in intensive care and is on the way to recovery. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated g3: date received by manufacturer has been updated h6: health effect - impact code: remove code 4624 h6: medical device problem: remove code 2577 h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during this initial procedure there was difficulty probing with a standard curved wire, then the physician exchanged to a stiff (non-endologix) wire via a pigtail catheter to insert the alto aortic body which was positioned under x-ray. When deployment of the anchor stents was initiated the proximal crown did not deploy. The physician elected to perform a laparotomy and when the aorta was opened, the wire was found to have punctured the aortic wall above the renal arteries. The lower part of the alto aortic body hung in the aorta and the crown anchored in the aortic wall. The physician stated that this event was not related to alto device because the delivery system just followed the path of the misplaced wire. The alto aortic body was explanted and a conventional "y" shaped (non-endologix) prosthesis was sew in. The patient is currently being monitored in intensive care and is on the way to recovery. The explanted devices are not available for return/evaluation.